Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose over 400 mg/dl. The customer stated she had not done any lifestyle changes but the doctor had recently adjusted the basal rates on (B)(6) 2015. Customer stated that on (B)(6) her blood glucose rose from 324 to 385 mg/dl and she had to give extra bolus and treat with manual injection. It was found that the basal rate patterns were programmed with the zeroes in the wrong place and that would give her a tenth of her normal rate. Customer was assisted with turning on her standard rate. Customer declined troubleshooting and stated she would monitor and call back if needed.